Event description:
It was reported that the device was in back-up operation. A download via the programmer was not successful. The device status indicated that eri may have been reached. Measured battery data was not available but as of march 2006, the measured battery voltage was 2.58 v. The device had been programmed to high outputs.